Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As no physical sample and/or photos were received, a thorough examination was not possible. In conclusion, this complaint could not be confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in theunited states by b. Braun medical, inc.

Event description:
According to the event description: "suspected overinfusion of 2.42 mls furosemide pump quarantined at hospital."